Event description:
It has been reported to the company that the hypotube separated which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted the stent delivery catheter and was advancing it forward and noticed that the occlusion balloon had disappeared. The hypotube had separated. The device was removed and the case was completed without protection in place. The patient is reported to be fine.